Event description:
The customer reported that when a patient attempted to administer medicine, the device did not respond during infusion and there was a delay in therapy. The delay was getting the appropriate dosage of pain medication. When pressing the button to deliver the medication, there was only a partial dose given. It was then switched out and restarted to where the appropriate dosage was able to be given. There was patient involvement but reported no harm. Evaluation of the returned device could not confirm the reported complaint.

Manufacturer narrative:
H3/h6: one pump was returned for analysis. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The reported issue was unable to be duplicated. The cause of the reported issue was not determined as no issue was identified through testing.